Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) patient reported finding a fluid leak following the patient's discontinued treatment. After receiving a cycler alarm, the patient contact opened the cassette door and found fluid leaking from the cassette door. The patient contact stated she would contact the patient's pd nurse, the set was not made available for evaluation. During follow up the patient's pd clinic reported that the patient did not have any signs of infection. No additional information was provided.